Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2002; 4196-88 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high increasing impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.